Manufacturer narrative:
The device has been discarded.

Event description:
Additional information provided by the reporter: in order to treat the perforation, a thoracotomy was created and the esophagus perforation was sutured through the thoracic cavity. The hospital stay was extended. The esophagus perforation was sutured.

Manufacturer narrative:
.

Event description:
According to the reporter: during a sleeve gastrectomy, the device perforated the esophagus and the patient had to be brought back in for a thoracotomy. The surgeon did not blame the product, but thought that the student using the device did not fully insert bougie into the stomach and once it was deployed, it opened partially into esophagus.